Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the crosslink was returned with a rod attached to it. Functional inspection confirmed the locking nut and one of the set screws was able to be tightened and loosened. Optical inspection of the other set screw once removed was sheared/broken off at the lower threaded portion this is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, intra-op, when the screw was screwed, the screw plug broke at the non-breaking point. The product came in contact with the patient. No patient complications were reported.